Event description:
A system error (se) 2240 was found in the event logs of a homechoice (hc) machine. The se 2240 identified occurred on (B)(6) 2010 at 13:55 during (drain) of cycle 1 of 4.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm that was identified during initial assessment of a homechoice device. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).